Event description:
It was reported that proximal filter tear occurred. A sentinel cerebral protection system (cps) was selected for cerebral protection during a transcatheter aortic valve replacement procedure. A 6f non-boston scientific (bsc) sheath was placed for radial access. The sentinel cps was prepared. Resistance was encountered during attempts to advance the sentinel cps through the 6f non-bsc sheath. The operator manipulated the wire and made several attempts to track the sentinel cps through the 6f non-bsc sheath before deciding to remove the sentinel cps. Upon removal, the sentinel cps was observed to be crinkled due to the forceful insertion and the proximal filter was torn away from the filter hoop. A new sentinel cps was used to complete the procedure. The physician suspected that the patient had diseased radial arteries and that the 6f non-bsc sheath was not adequate. No patient complications were reported.

Event description:
It was reported that proximal filter tear occurred. A sentinel cerebral protection system (cps) was selected for cerebral protection during a transcatheter aortic valve replacement procedure. A 6f non-boston scientific (bsc) sheath was placed for radial access. The sentinel cps was prepared. Resistance was encountered during attempts to advance the sentinel cps through the 6f non-bsc sheath. The operator manipulated the wire and made several attempts to track the sentinel cps through the 6f non-bsc sheath before deciding to remove the sentinel cps. Upon removal, the sentinel cps was observed to be crinkled due to the forceful insertion and the proximal filter was torn away from the filter hoop. A new sentinel cps was used to complete the procedure. The physician suspected that the patient had diseased radial arteries and that the 6f non-bsc sheath was not adequate. No patient complications were reported.

Manufacturer narrative:
Media evaluated by MFR.: media was received and reviewed by a bsc quality technician. The media showed a partial detachment of the proximal filter. Therefore, the reported issue of proximal filter material integrity issue was confirmed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review. A review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c, batch # 0034366228. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis . A sentinel cps was returned for analysis. The returned device did not match the reported event nor what was depicted in the media. Good faith efforts were performed to confirm if the returned device was the correct device for this complaint, however no further information was able to be obtained. The returned sentinel cps was returned with the proximal filter unsheathed, the articulating distal sheath relaxed, and the distal filter unsheathed. Flush test was performed through the front handle flush port, the rear handle flush port, and the distal filter slider #3 flush port without any issues. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the sentinel was noted. Media was received and reviewed by a bsc quality technician. The media showed a partial detachment of the proximal filter. Investigation conclusion . Bsc has assigned an investigation conclusion code of unable to exclude device problem. It was reported that the sentinel cps was difficult to insert into introducer and upon removal, the sentinel cps was observed to be crinkled, and the proximal filter was torn away from the hoop. Media provided showed partial detachment of the proximal filter; however the returned sentinel did not contain a proximal filter detachment. Analysis of the device could not confirm the reported events. Good faith efforts were performed to confirm if the returned device was the correct device for this complaint, however no further information was able to be obtained.

Event description:
It was reported that proximal filter tear occurred. A sentinel cerebral protection system (cps) was selected for cerebral protection during a transcatheter aortic valve replacement procedure. A 6f non-boston scientific (bsc) sheath was placed for radial access. The sentinel cps was prepared. Resistance was encountered during attempts to advance the sentinel cps through the 6f non-bsc sheath. The operator manipulated the wire and made several attempts to track the sentinel cps through the 6f non-bsc sheath before deciding to remove the sentinel cps. Upon removal, the sentinel cps was observed to be crinkled due to the forceful insertion and the proximal filter was torn away from the filter hoop. A new sentinel cps was used to complete the procedure. The physician suspected that the patient had diseased radial arteries and that the 6f non-bsc sheath was not adequate. No patient complications were reported.